Event description:
The physician was attempting to implant an endeavor resolute rapid drug eluting stent to the lesion. The device could not cross the lesion. On return to manufacturing facility, damage was noted to the stent. It was reported that the lesion exhibited severe calcification. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: (stent deformation and failure to deliver device). Results and conclusion: (severely calcified lesion). Evaluation summary: the stent was positioned on the balloon on the balloon between the marker bands. The 14th proximal stent segments had raised and deformed. The distal tip was slightly frayed. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).